Manufacturer narrative:
Sample from the same lot number was returned to 3m for analysis on 04/27/2018. A two year complaint history review was completed for this product and there were no other reports for this lot number. End of report.

Event description:
A consumer reported 2660-5 3m¿ red dot¿ monitoring electrodes were applied to four sites on her chest for a holter monitor exam. The woman initially alleged itching, redness, burning and skin removal occurred under the electrodes sites and dark rough spots remained following the reaction. No medical treatment was reported. The woman later contacted 3m and alleged she has scaring where the electrodes were applied.